Event description:
It was reported that the arctic sun device temperature wasn't come down. Per follow up information received via email on 09aug2023, switched to other device for complete therapy, device was used on patient and no impact to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature wasn't come down. Per follow up information received via email on 09aug2023, switched to other device for complete therapy, device was used on patient and no impact to patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing as no issues were detected. No repairs needed. Quick check, new calibration, mtk/est (stk) was performed device passed applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.